Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced an occlusion issue that caused their blood glucose to reach 458 mg/dl. The patient administered a correction dose of insulin via multiple daily injection (mdi) to address the high blood glucose. The occlusion was located in the tubing, and the patient was using an infusion set for less than 72 hours. The event occurred on (B)(6) 2024. The patient changed supplies as necessary to resume insulin therapy. The occlusion alarms were primarily occurring during bolus insulin delivery. Upon inspection, debris was found on the pneumatic tap, and it was noted that there were only four air vents instead of the expected six. No further information available.